Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer had not tested blood glucose levels at the time of the event. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was reported that after clearing the malfunction, the date and time on the pump was incorrect. Reportedly, the customer's pump displayed a date of (B)(6) 2016 and a time of 4:55pm, but correct time and date was (B)(6) 2016 at 1:03pm. The customer was advised by tandem technical support on how to change the time and date to be accurate.